Event description:
The customer reported a leak in the disposable set, coming form the smartsite port just below the pump module, during a heparin infusion. The patient noticed a drip go down the tubing and notified the nurse. The blue smartsite piston was noted to be dislodged from the top of the smartsite body. The leak was discovered within 24-48 hours of hanging the IV set and heparin bag. Reportedly nothing was piggybacked or injected into the port prior to the leak being noticed. The customer reported that additional blood work was drawn, and additional heparin boluses and increased rate were performed due to the leaking. The set was changed out, and at the next blood draw the patient's blood level was becoming therapeutic. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.